Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had a t.w. Power supply overheat. In the last couple of cases, they have had issues with the device overheating (smoke filling tunnel and not evacuating). Once the device was replaced, they didn't have any issues; the device was removed from service. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual determined that the power supply cord was returned. A pre-cautery test was performed with a reference hemopro. The reference device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based upon the evaluation results, the reported complaint could not be confirmed. Since this is an eom supplied device, a lot history review is not applicable. (B)(4).